Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and visual inspection found the cut electrode damaged on the jaws. There was no material missing. The instrument was placed on an in-house system and passed engagement and recognition tests. The seal test was performed and passed 3 out 3 attempts. There were no signs or arcing. The complaint was confirmed by failure analysis. The probable root cause of the reported issue was attributed to a component failure. D4. Lot number was updated to: k10251112 0095.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal sparked while using defective device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.